Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/22/1992 and was last repaired on (B)(6) 2012 for a non-related issue. Evaluation of the device identified a noise when the device was turned on. Prior to repair, the device was outside of calibration at the zero thickness setting on the left side. During repair it was observed that a gear was bad. The motor preformed within specifications; however, the bad gear in the device was most likely the cause of the noise in the device. The damaged graft was most likely caused by the user not maintaining the device per proper handling, causing a lack of calibration. The device was serviced and returned to the customer.

Event description:
It was reported initially that the zimmer air dermatome was making a noise. Additional clinical follow up with the customer indicated that the harvested graft was damaged. An additional unplanned graft was required and was completed with another device. No further information was received.